Manufacturer narrative:
This supplemental report provides an update to device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the reported failure for teflon pad damage. Visual inspection found the teflon pad separated from the jaw exposing metal. No other non-conformities were observed. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device was activated.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic laparoscopic hiatal hernia repair, the teflon pad was damaged exposing metal. The intended procedure was completed using a different but similar device. No patient injury was reported. No additional information was provided.